Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not on the bus. The field service engineer (fse) identified that auxiliary half height 3.2 contained a hardware failure. Following a visual inspection, the back panel was found to have a missing light emitting diode light (d204) to the drawer. The fse successfully replaced and installed a new retractor band and drawer controller module. Once installed, the auxiliary drawer became fully operational for customer use. A final hardware test application was conducted, and the results yielded a passing green grade. The system functioned after the field service engineer repaired the device.